Manufacturer narrative:
(B)(4). Additional information: on an unreported date, a break in aseptic technique occurred, further described as touch contamination, which caused the peritonitis. On an unreported date, the patient was retrained on aseptic technique and performing peritoneal dialysis (pd) therapy. The patient recovered from this peritonitis event. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for chronic renal failure. The patient experienced peritonitis and was hospitalized for the event. Treatment was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The occurrence date of this event is unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
On an unreported date, the patient experienced nausea and giddiness during the hospital stay. The patient was treated with unspecified antibiotic medication, intra-peritonteally (ip) and intravenously (IV), for the peritonitis. On an unreported date, unspecified ip antibiotic medication was stopped and currently the patient was on IV antibiotics only. Dianeal therapies were ongoing. The patient was recovering from this peritonitis event. The reporting physician stated that the nausea and giddiness were due to the pre-existing condition of meniere's disease.